Event description:
It was reported, prior to an implant procedure, the device was interrogated and resulted in a device error message. The device was not implanted. A new device was used. The patient was stable.

Manufacturer narrative:
The reported event of a data anomaly was not confirmed. Analysis of the device image revealed that a bluetooth (ble) telemetry malfunction occurred. The cause of the ble telemetry issue was due to an anomalous crystal oscillator on the hybrid, which drives the timing of signals in the ble circuitry. This device is included in the ble malfunction action issued by abbott on 10 march 2022.

Manufacturer narrative:
This device is included in the ble malfunction action issued by abbott on 10 march 2022.

Manufacturer narrative:
The reported event of a data anomaly was not confirmed. Analysis of the device image revealed that a bluetooth (ble) telemetry malfunction occurred. The cause of the ble telemetry issue was consistent with a ble integrated chip anomaly.